Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that samples were collected in 3 bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes, centrifuged at accurate speed, and analyzed with the ortho vitros 5600, where low sodium results were processed. Additionally, the gel barrier reportedly "did not look right", and had a layer of "debris" on top of it. This complaint was created to capture 1 of 7 related incidents. The following information was provided by the initial reporter: low na+ seen sporadically last week and mentioned during in person meeting. Email follow-up on 03/18 where 3 more specimens received that day. "We had this occur with 3 more specimens today. The gel barrier and right on top of the gel did not look right. We thought maybe they did not get spun for the 10 minutes. The physician's office had a few patients with elevated potassium and calcium, but we linked it to the draw technique of that phlebotomist. Low na+ not compatible with life. The instrument used was the ortho vitros 5600. The samples were processed, stored, transported, and testing all according to our standard policy. When specimens were reviewed there is a layer of debris on top of the gel barrier. Tourniquet, needle, standard phlebotomy technique are used for collection method. We've learned that the centrifuge has been recently calibrated and is spinning at the accurate speed. The phlebotomist was also observed and found to have good technique.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to are: proper phlebotomy technique to minimize poor barrier separation and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered. The photos were evaluated and the customer's indicated failure mode for erroneous results with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Titrations were done on tubes from this lot in pr 868968, all tubes were within specification. Further troubleshooting was done by bd technical service and the customer has acknowledged that the issue that was reported to bd was in fact an internal phlebotomy cause. A review of specimen handling parameters should be reviewed for this tube type. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. This complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Based on evaluation of the customer photos, the customer¿s indicated failure mode for erroneous results with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: this complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Based on the investigation, a root cause could not be determined. However, the customer has acknowledged that the issue that was reported to bd was in fact an internal phlebotomy cause.

Event description:
It was reported that samples were collected in 3 bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, centrifuged at accurate speed, and analyzed with the ortho vitros 5600, where low sodium results were processed. Additionally, the gel barrier reportedly "did not look right", and had a layer of "debris" on top of it. This complaint was created to capture 1 of 7 related incidents. The following information was provided by the initial reporter: low na+ seen sporadically last week and mentioned during in person meeting. Email follow-up on 3/18 where 3 more specimens received that day. "We had this occur with 3 more specimens today. The gel barrier and right on top of the gel did not look right. We thought maybe they did not get spun for the 10 minutes. The physician's office had a few patients with elevated potassium and calcium, but we linked it to the draw technique of that phlebotomist. Low na+ not compatible with life. The instrument used was the ortho vitros 5600. The samples were processed, stored, transported, and testing all according to our standard policy. When specimens were reviewed there is a layer of debris on top of the gel barrier. Tourniquet, needle, standard phlebotomy technique are used for collection method. We¿ve learned that the centrifuge has been recently calibrated and is spinning at the accurate speed. The phlebotomist was also observed and found to have good technique.